Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The leaks were observed from the ports and creases. These issues were identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.